Event description:
Customer called stating that her meter was reporting low results. An evalution of the system was conducted over the phone which deterined that the meter was reporting results in mmol/l instead of mg/dl. Customer instructed on how to reset units. She was very upset her meter was reading in mmol/l, and claims that she could have been caused harm, by not taking as much insulin as she needed.customer could not read the serial number on the back of the meter. Therefore, customer asked to return meter and a replacement was peovided.